Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user informed global find function was not working at all medstations and pyxis displayed notification server connection failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the station could not communicate with the server due to a temporary connection failure on port 808, which is used for global find functionality. A technical support specialist (tss) dialed into the ciisafe device and monitored user activity on ciisafe and verified functionality and confirmed no issues were present during usage. Tss found that logs indicated that the server actively refused the connection during the reported timeframe, likely caused by a stalled service or network interruption that related to the knowledge article, local logins slow, global find not working, delay in receiving patients and orders, & full sync failing. Then tss proceeded to reboot the server, which restarted all critical services including rabbitmq and reinitialized the communication ports, restoring connectivity between the station and the server. After reboot, the station was able to perform global find without errors, and no further issues were observed. Additional checks confirmed settings were correct, and tss advised the customer to verify firewall logs and network stability to prevent recurrence. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed global find function was not working at all medstations and pyxis displayed notification server connection failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.